Event description:
Case description: investigational result. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, case was updated with following information: investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device novopen echo has not returned to novonordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Product handling error such as storing the device with needle attached between injections can affect the functionality of device. Company comment: life threatening blood glucose increased is assessed as listed event according to novo-nordisk current reference safety information on novorapid. Long standing diabetes is a risk factor for the reported clinical event. Information on adherence to medications, details of concomitant medications, history of risk factors like surgery, steroid administration, glycaemic control details are unavailable for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary. Name: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
High blood sugar level - up to more than 500 mg/dl. [Blood glucose increased], the pen was cracked. [Device breakage], the pen was not administering insulin subcutaneously [device failure], insulin was spilling out, the pen and cartridge were wet [device leakage], the pen was stored with the needle attached [product storage error]. Case description: this serious spontaneous case from poland was reported by a consumer as "high blood sugar level - up to more than 500 mg/dl. (Blood glucose increased)" with an unspecified onset date, "the pen was cracked.(device cracked)" with an unspecified onset date, "the pen was not administering insulin subcutaneously(device failure)" with an unspecified onset date, "insulin was spilling out, the pen and cartridge were wet(device leakage)" with an unspecified onset date, "the pen was stored with the needle attached (device stored with needle attached)" with an unspecified onset date, and concerned a 69 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes mellitus type 1", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- unk, subcutaneous) from unknown start date and ongoing for "type 1 diabetes mellitus". Patient's height: 165 cm. Patient's weight: 70 kg. Patient's bmi: 25.71166210. Dosage regimens: novopen echo: novorapid penfill: current condition: diabetes mellitus type 1 (from 40 years), numerous diabetic complications. Concomitant products included -taking lot of medications (patient did not give details because she says the list is very long) on an unknown date patient went to the hospital, where she was also administered insulin, but later, in the hospital, she experienced high blood sugar levels while administering insulin. The patient called a nurse, who checked the pen and noticed that the pen was not administering insulin subcutaneously but insulin was spilling out, the pen was cracked. The patient confirmed that blood sugar levels were high because the pen was not administering insulin, the pen and cartridge were wet. The injector was disposed of by a nurse while the patient was in the hospital, the nurse claimed the pen was faulty. On an unknown date, patient had very high blood sugar levels for 3 days, up to more than 500 mg/dl. On the 3rd day, when the problem with the injector was identified, the patient took novorapid insulin in another injector - novopen 4, blood sugar levels normalized. The patient does not change the needle every time, only every few injections, the pen was stored with the needle attached. Batch number of novopen echo and novorapid penfil were requested. Action taken to novopen echo was reported as product discontinued. Action taken to novorapid penfill was reported as no change. The outcome for the event "high blood sugar level - up to more than 500 mg/dl. (Blood glucose increased)" was recovered. The outcome for the event "the pen was cracked. (Device cracked)" was not reported. The outcome for the event "the pen was not administering insulin subcutaneously (device failure)" was not reported. The outcome for the event "insulin was spilling out, the pen and cartridge were wet (device leakage)" was not reported. The outcome for the event "the pen was stored with the needle attached (device stored with needle attached)" was not reported. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer's comment: 27-jan-2025: the suspected device is not returned to novonordisk for investigation. No conclusion is reached. Company comment: life threatening blood glucose increased is assessed as listed event according to novo-nordisk current reference safety information on novorapid. Long standing diabetes is a risk factor for the reported clinical event. Information on adherence to medications, details of concomitant medications, history of risk factors like surgery, steroid administration, glycaemic control details are unavailable for thorough medical assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid. Event abated after use stopped or dose reduced? Doesn't apply. Event reappeared after reintroduction? Doesn't apply.